Manufacturer narrative:
Tw#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The plastic base of the btt was observed to be broken off. There were no other visual defects observed in the photograph. Based on the photographic evaluation, the reported failure "break- btt" was confirmed. A manufacturing engineering evaluation was conducted based off the photograph that was provided. The complaint was confirmed for ¿break btt,¿ the device was not returned but a picture was provided by the reporting hospital. See figure 1. The picture provided objective evidence of clinical use and of a missing piece of plastic on the btt body. Conclusion: the manufacturing engineering evaluation performed on june 09, 2025, identified the root cause for the reported failure ¿break-btt¿ to be a result of user error. The plastic piece broke off during the procedure indicating that an applied external force caused the breakage of the btt body. The breakage could not have been a result of the manufacturing process because the balloon would not have mated properly to the btt body as per work instruction. Based on the manufacturing engineering evaluation results, the reported failure "break-btt" was confirmed. The lot#: 3000436459 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(6).

Event description:
The hospital reported during the endoscopic vessel harvesting procedure that the plastic on the vasoview hemopro 2 btt snapped and broke off when inserting the harvester into the btt into the incision. Nothing broke off into the patient. An accessory kit was opened to complete the case. The complainant provided photos, evidence of blood was observed on the btt and the body of the btt was observed to be broken. There were procedural delays. There were no patient injuries or harm reported.

Event description:
The hospital reported during the endoscopic vessel harvesting procedure that the plastic on the vasoview hemopro 2 btt snapped and broke off when inserting the harvester into the btt into the incision. Nothing broke off into the patient. An accessory kit was opened to complete the case. The complainant provided photos, evidence of blood was observed on the btt and the body of the btt was observed to be broken.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.